Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she lost stimulation on (B)(6) 2014. Additionally, she reported she has not charged the ipg since (B)(6) 2014. An sjm rep met with the pt and identified the pt's and a replacement programmer and charger are unable to communicate with the ipg. In turn, the pt may undergo surgical intervention to address the issue.